Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there were several branches of vein during harvesting that appeared to have insufficient cauterization which led to bleeding. They stop cauterization the vessels to stop the bleeding. Blood loss was probably less than five cc's and the patient did not require a transfusion. The case was completed without further incident and completed with the device.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. We did not identify any non-conformities during the functional test. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).